Event description:
Patient reported a left side implant removal from textured to smooth due to the concerns of the product. Later legal team reported "inflammation, subcellular and cellular damage, silicone particles in their body, physical pain, depression, suffering." Device was explanted and replaced.

Manufacturer narrative:
The event of anxiety is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety. A review of the device history record has been completed. No deviations or non-conformances noted.